Manufacturer narrative:
Follow-up #1: date of submission 03/21/2017 device evaluation: the device has been returned and evaluated by product analysis on 02/27/2017 with the following findings: the pump history shows the pump was manually suspended multiple times. The black box shows a manual time change on (B)(6) 2017 from 07:01 to 08:01. The pump was exercised for 24 hrs with a 2.0 u/hr basal rate; at end testing the basal history correctly showed 2.0 u and tdd showed 48.0 u. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy testing with no delivery defects found. Pump found to be delivering within required range and delivering accurately. No delivery interruptions or eaw¿s occurred during the investigation. Unable to duplicate the complaint. (B)(4).

Manufacturer narrative:
The device has been returned to animas. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient had a blood glucose of 40 mg/dl with dizziness and shaking. Patient phoned an hcp and self-treated with glucose gel and tablets. It was found that the time in the pump was off by one hour. During troubleshooting it was found that the basal history did not match active basal program. This complaint is being reported as the patient experienced hypoglycemia and the history discrepancy was not resolved.